Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer's wife reported that the customer was in the hosp and was receiving lost sensor alerts. No troubleshooting was done at the time and no blood glucose reading was provided. Nothing further was reported.